Manufacturer narrative:
Nio stent, iliac. Product code: qan.

Event description:
Complaint received from dm via e-mail on 25may2021--did 28may2021. As reported to customer relations: "a physician was performing a venous intervention and had an issue with the deployment of our zilver vena stent. As he was trying to deploy the stent, the silver handle seemed to have friction and/or got caught on something within the deployment catheter as he was trying to pin/pull. This caused the stent to jump further toward the ivc than the physician would have liked. When he removed the stent from the patient and placed it on the table, he was still able to replicate the issue and the handle was getting caught on something when pushing it in and out of the system. (B)(4). Lot- c1770415. Access site- left common femoral vein. Deployment site- left common iliac vein . Due to this deployment issue, physician felt it was necessary to place another kissing iliac stent on the right side. They will not be reporting to FDA."